Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the guidewire ruptured and remained in venous access, causing tachycardia. PICC passed on (B)(6) 2020 uneventfully. During the removal of the guide wire it showed no resistance. Procedure performed uneventfully. Chest x-ray performed after passage and no evidence of fragments. It was stated that the fragment was probably in the lumen of the catheter and migrated. Performed procedure on (B)(6) 2020 to remove it.

Event description:
It was reported that the guidewire ruptured and remained in venous access, causing tachycardia. PICC passed on (B)(6) 2020 uneventfully. During the removal of the guide wire it showed no resistance. Procedure performed uneventfully. Chest x-ray performed after passage and no evidence of fragments. It was stated that the fragment was probably in the lumen of the catheter and migrated. Performed procedure on 01/14/2020 to remove it.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged wire was inconclusive since the product could not be verified to be a vad/bd component. Two images were provided for investigation. One photo showed a specimen cup that contained a segment of wire. A green coating was observed on a portion of the wire segment. The wire appeared to be stretched and unraveled. The implicated lot number does not match the product code that was provided by the complainant. Neither the lot number nor the implicated product code contains a wire that resembled the component in the photograph. It is possible that the wire was pulled from another kit or is not a bd component. The second image was a radiographic image that showed what was reportedly the catheterization of the wire. The image does not show the root cause of the wire damage. The damage to the wire was observed; however, since the origin of the wire could not be determined, the complaint of a damaged vad/bd component was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged wire was confirmed, but the exact mechanism of damage could not be determined from the photographs that were provided for investigation. One photograph showed a specimen cup that contained a segment of wire. A green coating was observed on a portion of the wire segment. The wire appeared to be stretched and unraveled. Four other photographs were provided that show what appeared to be an unused green coated hydrophilic stylet and an unused guidewire. The wire segment in the specimen cup appeared to be a portion of a hydrophilic stylet. Since the fractured end of the wire segment could not be analyzed, the cause of the reported event could not be determined. A lot history review (lhr) of recx3191 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire ruptured and remained in venous access, causing tachycardia. PICC passed on 01/03/2020 uneventfully. During the removal of the guide wire it showed no resistance. Procedure performed uneventfully. Chest x-ray performed after passage and no evidence of fragments. It was stated that the fragment was probably in the lumen of the catheter and migrated. Performed procedure on 01/14/2020 to remove it.